Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2026, PICC tubing was placed in the patient¿s right upper extremity at the subclavian vein for the administration of chemotherapy drugs. On (B)(6) 2026, the assigned nurse performed routine maintenance on the patient¿s PICC line. While replacing the catheter connector, the red port of the catheter hub ruptured during the tightening process, resulting in an irregular tear approximately 2 cm long. The nurse immediately contacted a specialist from the venous catheterization unit to replace the damaged section, secure the tubing properly, and perform disinfection and dressing changes. The patient reported no discomfort.